Event description:
The guidewire was returned with other devices used for the procedure. Upon device inspection, the guidewire found to have polytetrafluoroethylene (ptfe) coating scrapped off. There was no clinical consequence to the patient.

Event description:
The guidewire was returned with other devices used for the procedure. Upon device inspection, the guidewire found to have polytetrafluoroethylene (ptfe) coating scrapped off. There was no clinical consequence to the patient.

Event description:
The guidewire was returned with other devices used for the procedure. Upon device inspection, the guidewire found to have polytetrafluoroethylene (ptfe) coating scrapped off. There was no clinical consequence to the patient.

Manufacturer narrative:
Visual inspection of the returned device found that the guidewire was kinked at 138.0cm from its proximal end and was bent on several places along its length in the middle and distal sections. Based on the information provided that the anatomy was severe tortuous, the cause for the reported kink is believed to be related to anatomical factors. The guidewire polytetrafluoroethylene (ptfe) coating was scraped off approximately at 127.0cm from its proximal end. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire dimensions were found within specification. A functional evaluation was not performed due to the anomalies found on the subject device and related complaint devices. The directions for use (dfu) cautions to: "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Since the device dfu contains specifically precautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause is likely related to the dfu instruction not being followed.